Event description:
A report was received that the patient is not getting stimulation on one side of his body. The physician is speculating wire fracture or possible loose lead at connector. The patient will undergo a revision procedure.

Event description:
A report was received that the patient is not getting stimulation on one side of his body. The physician is speculating wire fracture or possible loose lead at connector. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Additional information received indicated that the patient underwent the revision in which no malfunction could be confirmed. The physician implanted an additional lead and the patient is reportedly doing well.